Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported close door messages which were reproduced. The alarms were found to be cause by a built up residue dripped on the door, not allowing the door to fully close. The door hardware and door were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no pt injury.